Event description:
It was reported that a low ma error code was displayed on the 8800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed the monoblock and checked connectors on the monoblock and cables. Discussed cleaning procedures and the need for covers to protect c-arm parts with the customer. The system was tested and found to be working as intended and placed back into service.